Manufacturer narrative:
Not provided; reported by a dental facility. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush head from the flexcare platinum power toothbrush keeps falling off and not fitting correctly. No injury reported.